Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The iol product history records were reviewed and documentation indicates the product met release criteria. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the haptic of an intraocular lens (iol) was noticed twisted after being implanted in the patient's anterior chamber. The incision was enlarged to remove the iol and replace it with a backup iol in sulcus. Additional information was received stating as the trailing haptic was coming out of the cartridge, the haptic became the shape of an "l", perpendicular to the optical plain. During the manipulation of the lens, it rubbed against the endothelium.

Manufacturer narrative:
Additional information was provided which indicated a non-qualified cartridge was used with a handpiece and a non-qualified viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The lens model is only qualified for use in the qualified cartridge. The root cause may be related to a failure to follow the dfu. Account used a non-qualified lens/cartridge with a non-qualified viscoelastic. The use of non-qualified combinations may result in delivery issues and/or damage. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. (B)(4).